Event description:
When the antibody screen is not completed, and unit is selected, crossmatched, and then divided; then the user goes to issue the split unit, there is no warning or exception report that the antibody screen is not complete. The user is not warned that the antibody screen is not complete when issuing a unit that requires a crossmatch and the unit has been changed, pooled or divided after selection. The client discovered this problem in the test environment while performing validation.